Event description:
Medtronic received information that at an unspecified time, this autolog iq instrument did not stop and everything was sent to the waste bag. The rinsing liquid kept pouring out, and there was a hole in the el reservoirs of the autolog wash kits. It was stated that emptying of the el reservoirs was observed. The autolog iq instrument and wash kits were replaced to complete the procedure. There was no adverse patient effect reported with this event. Medtronic received additional information that 400 ml of blood was lost due to the reported issue. A transfusion was not required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported issue of the instrument not stopping and everything being sent to the waste bag was not verified during service. The service technician observed that the device label was not readable, the screws were missing, the plunger door sensor was bent, the connector from the absolute magnetic encoder sensor was broken, the centrifuge burn-in screening procedure failed, the bearing marks did not aligned after 10 minutes of run time, and the led current and the level sense gain were out of specification. The issues were resolved by replacing the plunger door sensor sub-assy, valve sensor membrane, magnetic sensor absolute encoder 12 bit, the screws, the centrifuge drive assy, and the assy bracket, and adjusting the led current and level sense gain, disassembling and cleaning the instrument. Preventive maintenance was performed per specifications. Additional information b5: medtronic received additional information that the instrument had the issue over several days but patient details and dates are not available. Correction b5: medtronic received additional information that 400 ml of blood was lost due to everything being sent to the waste bag rather than the holes in the el reservoirs. Correction h4 (device mfg date): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.